Manufacturer narrative:
An olympus field service engineer (fse) and a keymed rep visited the user facility. The workstation was tested with the user facility's equipment and found to be working properly. The exact cause of the user's experience could not be determined. The workstation was returned to olympus for eval. The eval could not duplicate the user's experience. The power supply output was checked with an olympus test equipment without any problems. The transformer had no irregularities. The workstation passed all functional and measurable tests. The workstation was inspected and returned to the user facility.

Event description:
Olympus was informed that during a pancreatosplenectomy, when the user was stapling the spleen, the workstation shut down causing total power loss. There was no bleeding. The workstation was restarted and the intended procedure was completed. There was no report of pt injury. Olympus followed up with the user facility to obtain add'l info regarding the event with no results.